Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during a replacement procedure for normal battery depletion on the device, this right ventricular (rv) lead was explanted due to product performance issue. This replacement procedure was successfully performed and a new rv lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this lead was extracted due to noisy signals and the lead was retained by the facility. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a replacement procedure for normal battery depletion on the device, this right ventricular (rv) lead was explanted due to product performance issue. This replacement procedure was successfully performed and a new rv lead was implanted instead. No additional adverse patient effects were reported outside the revision procedure.